Manufacturer narrative:
The precisetype hea lot#: 22-157-v problem issue could be tested or reproduce because the dna sample is not available. A review of batch record was conducted and we found no additional issues. In 2022, bioarray did observe some manufactured bead library have differences in the fya probe intensity and the fya/fyb intensity ratio. The variation in the intensity could contribute to the assay variation. In 2002, we reviewed the certificate of analyses for the fya/fyb oligonucleotide probes. We reviewed the accuracy specification by comparing the calculated molecular weight of the oligonucleotide. The molecular weight was determined using the electrospray ionization (esi) technique in mass spectrometry to be ±1%. The purity specification is >80% by area comparison in capillary electrophoresis (ce) or hplc peaks. The accuracy and purity of the fya/fyb oligonucleotide probes meet our specifications. Unfortunately, due to unavailability of the dna sample, we could not perform any additional testing or investigation. We also could not confirm if there is any polymorphism associated with this donor sample. In addition, the health hazard or risk associated with this issue is considered low since there is no risk to the donor. Any recipient will be typed and cross matched to the donor.

Event description:
Customer reported typing discrepancy on a sample for fya with precisetype hea plate using lot#: 22-157-v typed fy(a-) but serology on a subsequent donation was fy(a+). Customer re-ran the original dna donor sample on a slide (heaq6165_8) with precisetype hea slide using lot#: 24-186-v and obtained fy(a+), matching serology. All other antigens matched the original run.

Manufacturer narrative:
The precisetype hea lot# 22-157-v problem issue could not be tested or reproduce because the dna sample is not available. A review of batch record was conducted and we found no additional issues. In 2022, bioarray did observe some manufactured bead library have differences in the fya probe intensity and the fya/fyb intensity ratio. The variation in the intensity could contribute to the assay variation. In 2002, we reviewed the certificate of analyses for the fya/fyb oligonucleotide probes. We reviewed the accuracy specification by comparing the calculated molecular weight of the oligonucleotide. The molecular weight was determined using the electrospray ionization (esi) technique in mass spectrometry to be ±1%. The purity specification is >80% by area comparison in capillary electrophoresis (ce) or hplc peaks. The accuracy and purity of the fya/fyb oligonucleotide probes meet our specifications. Unfortunately, due to unavailability of the dna sample, we could not perform any additional testing or investigation. We also could not confirm if there is any polymorphism associated with this donor sample. In addition, the health hazard or risk associated with this issue is considered low since there is no risk to the donor. Any recipient will be typed and cross matched to the donor. Additional information as of july 16 2025 the complaint device or kit was not available for further investigation. In the root cause investigation, bioarray did review the adusted intensity data by comparing the complaint chips using the precisetype hea beadchip plate lot (lot#22-157-v) and the retest chips using the precisetype hea beadchip slide lot (lot# 24-186-v).

Event description:
Customer reported typing discrepancy on a sample for fya with precisetype hea plate using lot#22-157-v typed fy(a-) but, serology on a subsequent donation was fy(a+). Customer re-ran the original dna donor sample on a slide (heaq6165_8) with precisetype hea slide using lot#24-186-v and obtained fy(a+), matching serology. All other antigens matched the original run.